Manufacturer narrative:
A portion of the broken catheter has been received. Once the investigation is completed, a follow-up report will be submitted.

Event description:
It was reported that following a shoulder procedure, while the nurse was attempting to remove the catheter, resistance was felt. The surgeon instructed the nurse to continue pulling on the catheter at which point the catheter broke. The surgeon feels there is approximately 2 cm of catheter remaining in the pt although no x-ray was done to confirm this. The surgeon plans to leave the catheter in situ.